Manufacturer narrative:
The reported events were lead dislodgement and low r-wave amp variation. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. After cleaning, the helix and be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The reported event of low r-wave amp variation was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
During an in-clinic follow-up, low r-wave amplitude values were noted on the right ventricular (rv) lead. The suspected cause of the low amplitude values was rv lead micro-dislodgement. The device was explanted and replaced to resolve the event. The patient was stable.